Event description:
On 1/23/98, the facility's director, nurses/surgical services (don) contacted the MFR's rep and stated that a physician had requested her to contact the MFR and ask who he could speak to regarding improving the device catheters. The MFR's rep referred her to the MFR's executive vice president. During the conversation the facility's don/surgical services also informed the MFR's rep of the following: on 1/20/98, during the visit to the pt's oncologist, the device was flushed. The pt stated it felt funny. An x-ray obtained showed the catheter was in two (2) parts with the distal portion in the heart. On 1/21/98, a cardiac catheterization was performed to retrieve the distal portion of the catheter from the heart at another facility. On 1/23/98, surgery was performed to explant the device and proximal portion of the catheter. Additionally, she stated that the device had not be utilized for chemotherapy to treat the pt's cancer for approx one (1) year; however, the device was flushed monthly. At the time of the report the lot number of the device was not known. The MFR's rep asked the facility's don/surgical services if the device was available to be returned to the MFR for analysis, she stated she would inquire about returning the device to the MFR for analysis. The facility's don/surgical services also stated she would fax the MFR's reps a medwatch report as soon as it was completed along with any add'l info. No further details were provided at this time.

Manufacturer narrative:
The device with attached portion of catheter and a 6 7/8" loose segment of catheter were returned to the MFR (MFR.) And have been analyzed as follows: visual and microscopic examination of the device septum revealed slits and areas of raised silicone material. Deep and minor scratches were seen on the device body. Discoloration, compression marks and irregularly cut material were noted on approximately 4 1/8" from the locking mechanism of the attached portion of catheter and on the 6 7/8" segment of loose catheter. These two catheters mirror match. The damage found appears to be consistent with "pinch-off sign." The end of the attached portion of catheter revealed yellowish material consistent with body tissue/blood. The formed end (distal) of the 6 7/8" loose segment of catheter appeared open; however, the flow path revealed a brown material consistent with blood. The device/catheter and the loose segment of catheter were patent when flushed with 5cc of sterile water. Amber colored fluid was collected. No leaks were noted with device/catheter and loose segment of catheter were pressurized with air and fluid. The device/catheter and loose segment of catheter were aspirated and functioned as intended. A trend analysis was performed on similar incidents for this catalog/lot number and a trend was not identified. A review of the device history record did not reveal any mfg variances related to this event. Based on the info available and the results of the MFR.'s analysis of the device, the report that "the device catheter sheared" has been confirmed. Anatomically induced repetitive clavicular compression appears to have caused the damage found during the MFR.'s findings and forwarded an article exclusive to "pinch-off sign" for their review. The MFR. Is now closing the file on this event. Submitted to the FDA 4/6/1998.